Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported, an alert was observed on the device. Technical support was contacted and noted a shorted output stage detection (sosd) alert. Technical support also noted episodes of noise from suspected electromagnetic interference (emi) exposure. Technical support recommended device replacement. No intervention has been performed at this time. The patient was stable.